Event description:
A call was placed to technical services on 05/09/2011. Caller stated that they were seeing rv shock impedance greater than 200 ohms with this device. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).